Event description:
Patient is getting a system explant by dr olsofka after a pocket site infection following her implant on (B)(6) 2024. Other than the infection, the patient has reported positive improvement of their gp symptoms since receiving the therapy. Will be seeking re implantation of a new enterra system in the near future when they and dr olsofka deem they are again ready for surgery.